Event description:
As reported, the temperature provided by the catheter were not correlating with the patient; the temperatures were observed to read 26 -35c; however, the rectal temperature indicated that the patient was fine. The co cable passed testing. No patient injury occurred and the patient was discharged without complication.

Manufacturer narrative:
The device was discarded. It was not possible to confirm the complaint without a product return. A review of the manufacturing records indicated that the product met specifications upon release. With such limited information, it is not possible to determine what factors may have contributed to the event. No actions will be taken at this time.